Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was attempted to be placed from one part of the stomach to another part of the stomach for a gastrectomy during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during deployment of the stent, the handle broke. The stent was removed fully covered by the outer sheath and another hot axios stent was used to complete the procedure. The patient presented with a sudden drop in hemoglobin the following day after the procedure. A computed tomography (CT) scan was performed and bleeding was confirmed. The patient received two units of blood and stayed an extra night in the hospital for observation but was reported to be stable. Note: according to the complainant, the stent was attempted to be placed from one part of the stomach to another part of the stomach for a gastrectomy. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: patient code 1884 captures the reportable event of hematoma. Patient code 3191 captures the reportable event of additional intervention performed to resolve hematoma. Prblem code 1069 captures the reportable event of handle break. Block h10: a hot axios stent and delivery system were returned for analysis. A media inspection of photo provided by the complainant noted that there is evidence of fluid collection that may be a hematoma. Visual examination of the returned device found the stent was received fully covered by the outer sheath and the delivery system was received in step #4. The tip was inspected and there was evidence of electrocautery. Microscopic examination was performed and the outer sheath within the deployment hub was found twisted and kinked. A destructive inspection was performed which destroyed the delivery system but afterwards rotational damage was identified and the sheath was found twisted. Functional evaluation could not be performed due to the condition of the returned device. No other issues with the stent and delivery system were noted. The reported event of handle break was not confirmed; the handle was returned in good condition. However, the outer sheath was found twisted and it is possible that this failure was what the physician perceived as "handle break". A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). The complainant reported that the device was placed from one part of the stomach to another part of the stomach during a gastrectomy procedure. The dfu states, "the hot axios stent and electrocautery-enhanced delivery system is an endoscopic device designed to enable the ultrasound trained interventional endoscopist to deliver a transenteric stent between the gastrointestinal tract and a pancreatic pseudocyst or biliary tract," however the device was placed transgastric to the stomach which is not indicated in the dfu. Furthermore, according to the evidence found in the product analysis, the outer sheath was returned kinked and twisted which is evidence the luer was incorrectly rotated as the dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally the dfu does note minor or excessive bleeding requiring intervention in the possible adverse events section. Although the hemorrhage/bleeding is included as possible adverse events related to the use of the device, it is likely that the incorrect use of the device, not following the dfu, and placing in a different anatomical condition than indicated, would not have the intended result as this would effect functional capabilities of the axios and possibly trigger the hematoma. Taking all available information into consideration, the investigation concluded that based on the event details, media and device analysis, the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the anatomy of the patient and/or the interaction between the scope and the device during the procedure, which limited the performance of the device, limited the performance of the device and contributed to the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Block h11: block d4 (catalog number) has been corrected.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was attempted to be placed from one part of the stomach to another part of the stomach for a gastrectomy during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during deployment of the stent, the handle broke. The stent was removed fully covered by the outer sheath and another hot axios stent was used to complete the procedure. The patient presented with a sudden drop in hemoglobin the following day after the procedure. A computed tomography (CT) scan was performed and bleeding was confirmed. The patient received two units of blood and stayed an extra night in the hospital for observation but was reported to be stable. Note: according to the complainant, the stent was attempted to be placed from one part of the stomach to another part of the stomach for a gastrectomy. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.